Manufacturer narrative:
Therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to impinging screw. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes? Injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that 2 out of 73 periprosthetic fractured patients in the journal article were revised due to impinging screw 6 months after the ostoesynthesis. The plate/screw were removed. One patient had periprosthetic fractured around total hip arthroplasty, the other had periprosthetic fractured around total knee aethroplasty. The osteosynthesis took place between feb 2008 to feb 2016, either ncb-pp or ncb-df were used. Review of received data. Journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open techniqe or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More scews were added when only 1 cortex were fixed with screw. Surgical revision was required for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha. Two case of impinging screw 6 months after osteosynthesis, the plate/screw was removed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis: based on the article, either a ncb pp plate or a ncb df plate was used. Therefore, root cause analysis was performed for both possibilities. Root cause determination using rmw (ncb-df): sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible, as a systematic issue with design of plate stiffness would have been detected as part of the issue evaluation assessment. Unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as it is unknown if the surgical technique was followed or the correct direction of screw was choose. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw possible, as it is unknown if the surgical technique was followed or the correct direction of screw was choose. - unstable osteosynthesis due to users define incorrect placement of the plate possible, as no x-ray image, surgical report or medical notes were received, it is unknown if the plate was placed incorrectly and leaded to screw impingement. Unstable osteosynthesis due to users define incorrect placement of the plate possible, as no x-ray image, surgical report or medical records were received, it is unknown if the plate was placed incorrectly and leaded to screw impingement. Failure of surgery due to wrong selection of components or use in combination with device outside the system => possible, as no ref/lot number, x-ray images, surgical report or medical notes were received, it is unknown if wrong size of the screw or incompatible screws were used. Failure of surgery due to use of the device not compliant with defined indications => possible, as no surgical report or any medical records were received to exclude this cause. Root cause determination using rmw (ncb-pp): failure of surgery due to wrong selection of components or use in combination with device outside the system possible, as no ref/lot number, surgical report or medical records were received, it is unknown if wrong size of the screw or incompatible screws were used. Failure of surgery due to use of the device not compliant with defined indications possible, as no surgical report or medical records were received. Sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible, as a systematic issue with design of plate stiffness would have been detected as part of the issue evaluation assessment. Conclusion summary it was reported that one pftha patient and one pftka patient in the study underwent revision to remove the screw/plate 9 months after the osteosynthesis due to screw impingement. The article states two kind of plates were used in the study, ncb-pp and ncb-df plate. However, it does not include the reference, lot number of the plate or any detail of the reported event. Neither x-rays, operative notes, office visit notes, devices nor photos of the explanted implants were received; the condition of the plate is unknown. The combination of the screws and plates are also unknown. Patient factors that may affect the performance of the components such as bone quality, relevant medical history and adherence to rehabilitation protocol are also unknown. Therefore, due to significant lack of information, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4) - attachment: [2018-09-06_journal article.pdf].

Event description:
No change to previously reported event.